Manufacturer narrative:
(B)(4). Date of initial report : 12/10/2015. Date of follow-up report : 04/26/2016. One used lf1637 was received for evaluation. The customer reported that the tissue was more sticky than previously experienced. The reported condition was not confirmed. Inspection noted that no residual tissue was between the jaws. The blade moved smoothly in the knife track and retracted to home position properly. Functional testing was performed with the returned device on porcine kidney tissue. All seals were visually acceptable. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
Tissue sticking was noticed after end tones were heard and the jaws were being opened. There was no bleeding. A forcetriad energy platform was set at 2 bars with the ligasure.

Manufacturer narrative:
(B)(4). Date of initial report : 12/10/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the tissue that was sealed by the device was stickier than what is usually seen by the surgeon. The scrub nurse opened a new device of the same type and successfully completed. There was no patient injury.